Event description:
The customer reported that after approximately 15-20 seal cycles, sealing became inadequate. An end tone, indicating a completed seal cycle, was hear but oozing was seen. The vessel was sutured. The surgeon stated that the pt's high exposure to radiation and a history of lymphoma may have contributed to this issue. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.